Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a 57-year-old male undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 had a high purge pressure purge system blocked alarm overnight and was still active in the morning. Tissue plasminogen activator purge solution was started. The patient remains on support and is stable.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. According clinical data, there were high purge pressure alarms, so they started tissue plasminogen activator (tpa) purge solution. The high purge pressure alarms resolved about 48 hours later. Tpa bag finished and the purge was switched back to bicarb. After 43 days of support, the patient was bridged to lvad. The root cause of the high purge pressure was most likely biomaterial because of a gradual increase in purge pressure that was resolved after adding tpa. Added- d6b, h6 impact code 4644.